Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutter 3.8mm made a hole in the aorta as it should, but the housing of cutter came apart when it was actuated. The procedure was completed as normal. There was no injury to the patient or the aorta.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: # (B)(4). The aortic cutter device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Heavy sign of blood was observed on the entire cutter. The safety lock was observed to be unlocked and the actuation button was depressed. The needle was observed to be advanced. The housing was observed to be detached/separated near the actuation button exposing the inner components. Based on the condition of the device as found, the reported failure "break; housing come apart" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutter 3.8mm made a hole in the aorta as it should, but the housing of cutter came apart when it was actuated. The procedure was completed as normal. There was no injury to the patient or the aorta.